Manufacturer narrative:
Updated fields: e1, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the device was not returned to olympus for inspection, the reported suggested malfunction could not be confirmed by olympus, and a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited an error 315 (scope not supported). It is unknown when the reported issue occurred. There were no reports of patient harm.